Manufacturer narrative:
(B)(4). Cartridge, anvil, one piece sled, drivers. Batch # m52m6w. Evaluation: conclusion: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t cartridge loaded on the device. The returned reload was received fully fired and with cartridge body damage. The returned cartridge was disassembled in order to verify the condition of internal components and one piece sled and some drivers were noted to be damaged. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. No conclusion could be reached as to what may have caused the cartridge damaged however, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with a black gst cartridge and gore seamgaurd buttressing, the battery sounded like it was dying going through the tissue. The device stapled on the specimen side only; no staples deployed on the patient side and the tissue was fully cut. Bleeding occurred as a result. The total blood loss was unknown, but the patient did not require a transfusion. The open patient side area of the tissue was repaired by oversewing. Case completed with another device of the same product code. A leak test was believed to be performed and passed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.